Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu313120j/17600265 UDI: (B)(4). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to: fistula (e.g., aortoeneteric, arteriovenous, aortoesophogeal, aortobronchial), surgical conversion. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent emergent endovascular treatment for a descending aortic aneurysm rupture and was implanted with conformable gore® tag® thoracic endoprostheses, the patient tolerated the procedure without issue. On (B)(6) 2919, an aortoesophageal fistula was identified. The patient underwent surgical explant of the two conformable gore® tag® thoracic endoprostheses, and the ascending to descending aorta was bypassed using a non gore graft. The patient tolerated the procedure.

Manufacturer narrative:
Event: corrected/additional information (year corrected). Corrected/additional information.

Event description:
On (B)(6) 2019, an aortoesophageal fistula was identified.